Event description:
It was reported that the patient experienced elevated blood glucose levels.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation demonstrated that the pump was operating within required specifications and delivery accuracy. Review of the pump history did not indicate any pump malfunction.